Event description:
Customer reported that a pt developed a bowel fistula resulting from direct comminication of the bowel with a device tacker used to tack the mesh device. The pt was taken back to surgery for repair of the fistula. Adhesions of the bowel to the device were noted. Adhesiolysis was performed and the device explanted. A primary closure was performed. The pt is reported as fine.

Manufacturer narrative:
H-6: no device failure reported. [PMA/510(k):k031925].